Event description:
It was reported that the helix was extended on the lead before it was used, as though the lead had been packed with the helix extended. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.